Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record were not reviewed as the product information was not provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00771100700, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset, lot: 60718322; part: 00625006540, bone scr 6.5x40 self-tap, lot: 60773984; part: 00625006535, bone scr 6.5x35 self-tap, lot: 60766976; part: 00620205022, shell porous with cluster holes 50 mm, lot: 60778337 part: unk, unk trilogy liner, lot: unk part: unk, unk biolox head, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: stem: 0001822565-2019-02748. Bone screw 1: 0002648920-2019-00492. Bone screw 2: 0002648920-2019-00493. Shell: 0001822565-2019-02749. Unk liner: 0001822565-2019-02750.

Event description:
It was reported that a few weeks after a revision surgery the patient experienced wound redness that improved with oral antibiotics. Attempts have been made and no further information has been provided.